Event description:
It was reported that left hip revision surgery was performed due to pain and other complications. Operative notes reportedly described elevated cobalt and chromium levels and metal debris in hip joint.

Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21cfr, part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report. - attachment: [191920 summary.pdf].

Manufacturer narrative:
Smith + nephew is submitting this report pursuant to the provisions of 21cfr, part 803. This report may be based upon information which smith + nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith + nephew, or its employees, that the report constitutes an admission that the device, smith + nephew or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
It was reported that left hip revision surgery was performed due to hip pain, elevated cobalt and chromium levels and other complications. During the surgery the bhr cup, hemi head and modular sleeve were removed. The synergy stem remained implanted. It was also noted this patient had previously undergone a bhr resurfacing head revision on this same hip on (B)(6) 2009 (reviewed under c-0185910). As of today, device return and additional information has been requested for this complaint but has not become available. No details were given for the bhr cup therefore manufacturing record could not be reviewed for this device, however the production records were reviewed for the known devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. The available medical documents were reviewed. According to the provided implant report, the cup was left in-vivo as there was no wear and it was without wear and burnishing. According to the provided revision report, the patient had elevated metal ion levels and pain. During the revision clear yellow fluid was in the capsule with trace amount of cloudy debris. The implant appeared well-fixed and the stem remained in-vivo. Samples were sent for micro-biologic and pathologic analysis. Results were not provided. Without additional information the nature of the reported findings remains unclear. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.